Event description:
The triway® tibiotalocalcaneal (ttc) arthrodesis system is a unique nail system for ankle arthrodesis providing a high stability and rigid fixation. The system is composed of an angulated nail available in several sizes (diameter 10, 11, 12mm, lengths from 160mm to 250mm) and different screws for bony fixation. Rigid fixation is achieved by: - two 5.0mm diameter cotter screws or two 5.0mm diameter headed screws for tibial fixation. - one 5.0mm diameter cotter screw for talar fixation. - one 5.0mm diameter cotter screw for calcaneus fixation. - one i.b.s® 6.5mm compression screw inserted in an oblique way to provide additional compression throughout the nail, between the calcaneus and the talus. Event description: complaint opened on (B)(6) 2024 regarding a triway screw coming out of a patient's foot (patient with charcot disease) - information communicated orally by the marketing team. Additional information received by email on july 31st, 2024: "please see description from a recent patient who has received a triway nail. Clearly the backing out of the calc screw is excessive. Also, similar report from a second surgeon, sorry no pictures, of the calc screw." "I have already two surgeons that they have had to remove the calc screw on the triway because have had backed out. Both on (B)(6) patients though. First case was at (B)(6) with mr (B)(6) second case at (B)(6) with mr (B)(6). None of them blaming the set". Additional information received on august 1st, 2024: "I've also just been informed that there is now a third case with a similar situation to manage at some point in the near future". Additional information received on 12-august-2024: email contains information requested for rc processing, as well as an attached file containing pictures and x-rays for each of the 3 involved patients. Patient 1 ((B)(6) hospital): the first surgery took place on (B)(6) 2023, and the incident occurred 10 weeks after this surgery. Consequently, the surgeon removed the calcaneal screw from this patient: the date for this intervention is not available. Patients 2 and 3 will be focused on other MDR reports. In addition, as per information received on the 12-aug-2024 about these 3 involved patients, there was no accident or falls before the incidents, and all patients did follow the recommended post op instructions. Additional information received on 14-nov-2024: "the photos were reviewed by an hcp: the first two cases were (B)(6) patients.case three no (B)(6), was post removal and ankle replacement." This reportable event is part of a remedition resulting from a 483 letter.

Manufacturer narrative:
Batch records #1807114, 1812248, 2303345 and 2306195 were reviewed and assessed. As per batch record 1807114, parts were released after derogation #dd1810-36, these were compliant. For batch record 1812248, 2303345 and 2306195, no derogation mentioned. For all these above-mentioned batch records, there is no nc that might explain the complaint. As per received information, patient has charcot disease: this neurological degenerative disease damages the patient nerves (ususally starting with the lower limbs) and can led to non-detection of injuries or infections in the foot, due to the lack of pain sensation in the area where the nerves are damaged. The event "calcaneal screw comes back out" is consecutive to the event of "migration of the implant position", which is an expected side effect already documented in the range technical file, that is also in-line with the current state of the art for tibiotalocalcaneal arthrodesis, as documented in triway IFU (ifu024 rev04, section 5. Complications: "migration of the implant position") and triway cer (triway cer rev06, table 03).